Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Ms. (B)(6) tested at 9:19 pm, bg was 41, she tested again at 9:20 pm using a new blood sample and her bg was 383, again at 9:22 bg was 341. Tecnique used is accurate. Hands washed with warm soapy water, alcohol wipe used, hands thouroughly dried. She was not feeling ill or like her bg was higher or lower than should be. No treatment given.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.